Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that a ventricular lead warning was triggered due to right ventricular (rv) lead high thresholds, low pacing impedance and insulation damage after 20 years of use. It was also reported that the right atrial (ra) lead was oversensing noise and far-field rwaves (ffrw). Both leads remain in use. The physician noted that when a device changeout is planned, a new rv lead will be considered at that time. No patient complications have been reported as a result of this event.